Event description:
The device was applied during a laparoscopically assisted total vaginal hysterectomy procedure. The pneumoperitoneum leaked from the instrument. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.